Event description:
(B)(4). Event occurred in (B)(6). The patient's mother reported detachment of infusion set tubing at the second adhesive patch during the night and the patient had high blood glucose level. Patient's mother noticed that the tubing line was detached therefore she removed the entire set and performed a full set change and delivered a correction via pump. After 3 units of correction, she received insulin flow block alarm and removed the entire infusion set again and inserted another new set. Patient's mother delivered another correction. The site was at arm/upper buttocks and the pump was stored in a pump belt around his waist. Reportedly, the infusions were stored in a chest of drawer. There was no stress or pull on the tubing and the pump was not dropped, as it was tucked into his pump pouch. In the investigation, it was found that the tubing was detached from the tubing connector. No further information available.